Event description:
It was observed that during device evaluation, the subject device exhibited that the electrical contacts of the video connector were corroded. There were no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the following led to the malfunction: the electrical contacts of the video connector were corroded, and this event was caused by a component failure of the video connector. According to that a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.